Event description:
Reporter indicated that patient was experiencing an increase in seizures above pre-vns baseline, longer seizures, and more intense seizures. Different parameters were tried, and device was even turned off for a period of time, but increase above baseline remained. Patient's topomax medication was also increased in attempt to decrease seizure rate. Patient's device was subsequently turned back on when it was observed that the increase in seizures remained despite device disablement. Physician additionally indicated that he did not believe the increase was related to vns therapy.